Event description:
According to the complaint received, during placement of the double j stent, at the time of release, a 1 cm section of the guide broke. Stent was removed and replaced. No clinical consequences.

Manufacturer narrative:
Should additional information be received, a follow up report will be filed.